Manufacturer narrative:
It was reported that mesh was implanted to treat 16 week fibroid uterus, stress urinary incontinence and dyspareunia with concurrent total vaginal hysterectomy/bilateral salpingo-oophorectomy. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient underwent revision of vaginal cuff with excision and cauterization of granulation tissue, excision of vaginal mesh for a distance of 10 cm, cuff revision and cauterization of granulation tissue and cystoscopy on (B)(6) 2007 due to mesh erosion and nerve entrapment syndrome on the left side. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and incomplete bladder emptying.